Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D1/d4: the device brand name and catalog number was reported as 05.001.201 and battery handpiece/mod for trauma recon in the initial report. This information has been updated to 05.001.202 and power module for the trauma recon system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. UDI: (B)(4).

Event description:
It was reported from (B)(6) that prior to the start of an unspecified surgical procedure, it was observed that the battery handpiece device was too noisy. This event did not occur during surgery. It was reported that there were no delays to the procedure and there was a spare device available to complete the procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device moving parts did not move smoothly, deformed/bent housing, corroded bearings and seized mechanics. It was also noted that the device failed pre-test for check for mechanical free moving, check roundness of the housing and check fitting of the lid due to component failure from normal wear. H11. Corrected data: d1/d4: the device brand name and catalog number was reported as 05.001.202 and power module for the trauma recon system in the previous medwatch report. His information has been updated to 05.001.201 and battery handpiece/mod for trauma recon.